Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
The patient reported that she had a skin irritation under her left breast and indentations under the clasps of the garment. During a follow up, the patient also reported a red rash across her back under the rear therapy electrodes. The patient reported that she was allergic to nickel. During the final follow up the patient reported that the rash had gotten worse but that her pcp just prescribed a steroid cream to apply to the affected area. The patient reported that there was no broken skin, only a raised red rash. The final medical outcome of the rash is unknown.